Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed replaced battery now alarm without alarming a low battery alarm prior. The battery was new. Customer's blood glucose was 78 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Detailed trace analysis has confirmed low battery alarm was triggered when backup battery loaded voltage was less than 3.5v. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the insulin pump was monitored and functioned properly. However, the insulin pump was received with operating currents within specifications and passed all functional testing including the rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. No unexpected replace battery now alarms noted. The insulin pump had scratched case, serial number label fading, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.